Manufacturer narrative:
Concomitant medical products: product ID 3387-40 lot# j0527943v, implanted: (B)(6) 2005, product type: lead; product ID 3387-40, lot# j0537423v, implanted: (B)(6) 2005, product type: lead; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: extension; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: extension; product ID 64002, lot# unknown, product type: adapter. (B)(4).

Event description:
A healthcare professional reported via a manufacturing representative that there was an extension replacement. The patient's indication for use was parkinson's dual. Further follow-up is being conducted for cause and symptoms. If additional information is received a supplemental report will be submitted.